Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle on a bd eclipse¿ needle separated from the plastic and safety lock device. A part of the needle remained stuck in the patient. The needle was carefully removed without any medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for separation of the IV needle with the incident lot was not observed. A cannula in a sharps container was observed and the rubber sleeve was bent; however, it could not be verified from the photo that the cannula was loose and/or had separated from a device. Pull force testing was conducted on the samples, and all samples met the required specifications. Visual inspection of the samples revealed a full circular ring of epoxy around the base of the cannula. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the IV cannula with the incident lot could not be verified. Root cause description: based on the investigation, a root cause could not be determined.